Event description:
During an abdominal aortic aneurysm procedure, the hosp claims that "the graft appeared to shred." The hosp will not release the graft for eval. On 2/16/2001 the co learned the following: on the day of the event the graft leaked blood from its iliac walls (exact quantity not reported) after the distal anastomosis. In addition, the shredding occurred below the bifurcation just prior to the distal clamp. The graft was removed and the procedure continued with another graft. The pt's condition is fair. Due to the hospital's protocol, the graft will be sent to the FDA, not to bsc.